Manufacturer narrative:
Correction to FDA device problem code provided. A medtronic representative clarified that he discussed the incident with the surgeon after the case and system checkout was completed, and the surgeon was never questioning the accuracy of the navigation system. The surgeon was just frustrated after a difficult surgical procedure that occurred late at night.

Manufacturer narrative:
Patient weight not made available from the site. On 09/10/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine l4-l5 spinal fusion procedure, the surgeon alleged the fourth screw was placed on l5 was inaccurately approximately 5 millimeters in the medial direction. Navigation showed that they were accurate, however, when taking a post-op shot with the imaging system, it showed the screw was inaccurately placed. The surgeon used the passive planar probe to get the trajectory he wanted, then used a navigated awl to make the hole and then place the screws. Screws are non-medtronic screws and are not navigated when being placed. At this point, the surgeon abandoned use of the imaging system and the navigation system. He removed the screws, did a decompression, and then placed the screws without the use of navigation to complete the procedure.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per the reported event, "screws are not medtronic screws and are not navigated when being placed." This is not a software issue. The user used the application in an off-label way and was unsuccessful. The software functioned as designed.